Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The reporter stated that during a surgical procedure, the screw was loaded onto the screwdriver, and as soon as the surgeon began to put pressure on the screw at the bone surface, the very tip of the screw broke. The screw was never inserted into the patient's bone. There was no adverse outcome for the patient.